Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The linkage assembly was partially extended, indicating that needle mechanism fired into the needle cap. After removing the needle cap, the needle mechanism fully deployed as intended. No timeouts or drive stalls were observed. The pod delivered 56 pulses across both priming sequences before deactivation. No damages or deficiencies were observed. The needle mechanism was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined.

Event description:
It was reported that the needle deployed early. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.3 cloud - smartphone hardware iphone13.2 cloud - cgm sensor type g6.